Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of intimal dissection is listed in the xience xpedition, drug eluting coronary stent systems instructions for use as a known patient effect. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. Additionally, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat an 80% stenosed, mildly tortuous, heavily calcified, de novo lesion in the proximal left anterior descending coronary artery with diffuse coronary artery disease. The lesion was pre-dilated and a 2.75x18mm xience xpedition stent was deployed at 10 atmospheres. While removing the stent delivery system, imaging revealed there was a dissection at the distal end of the implanted stent. A 2.5x12mm xience xpedition stent was deployed to cover the dissection. Results were good with timi iii flow and no residual stenosis. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.